Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the starclose device after an unspecified procedure. After the clip was fired, the device could not be removed. The physician attempted several different troubleshooting techniques of pushing the release and vessel locator buttons and retracting the thumb advancer, unsuccessfully. Considerable force was used to remove the device and hemostasis was achieved with manual compression. There was no reported patient consequence and no additional information available